Manufacturer narrative:
E1-initial reporter facility name: (B)(6). E1-initial reporter address: (B)(6).

Event description:
It was reported that the procedure was cancelled. A ffr link was selected for use. It was reported that the pole was damaged. No further information is available.